Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were going to be explanted and capped respectively due to a patient condition, as the patient ejection fraction increased to 65%. This case was reported because the sales representative was just inquiring for an appropriate cap for the 3400 electrode model. However, the physician had to cut the electrode to remove it as he couldn't turn the set screw. Subsequently, this s-ICD was explanted, replaced and it is not expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were going to be explanted and capped respectively due to a patient condition, as the patient ejection fraction increased to 65%. This case was reported because the sales representative was just inquiring for an appropriate cap for the 3400 electrode model. However, the physician had to cut the electrode to remove it as he couldn't turn the set screw. Subsequently, this s-ICD was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Visual inspections noticed no anomalies. The device passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. No performance issues were confirmed. However, the investigation determined that this event connection issue and/or removal difficulty allegation was likely attributed to over torquing of the set screw; please refer to the description for more information regarding the specific circumstances of this event.